Event description:
On (B)(6) 2011, patient reported the infusion sets leak insulin where the tubing connects to the headset, and this results in hyperglycemia in the 300 mg/dl range. Normal blood glucose is 125 mg/dl. Patient treats hyperglycemia by delivering insulin through the infusion device and by injection. The leak occurs when patient delivers a meal bolus of over 10 units. Patient does hear an audible click when he connects the tubing to the headset. There is no pooling of insulin at the infusion site, and the leak is not coming from beneath the adhesive. Patient uses a safety-loop technique to ensure the tubing is not pulled away from the headset. Infusion sets are not exposed to excessive mechanical stress, and the tubing is not bent or squeezed. The luer lock is attached properly. Infusion sets were replaced and requested for evaluation. The replacement infusion sets continued to leak. Patient met with a clinical trainer on (B)(6) 2011 and was instructed on the use of 2 different types of infusion sets. The patient did not require treatment from a health care professional or second party to address the issue.